Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the reported event was confirmed via visual inspection. Manufacturing records were reviewed and no relevant issues were found. Conclusion: the probable root causes of this event are user error - awl not being used to prepare the pedicle; or normal wear and tear of instruments.

Event description:
It was reported that; tip broke during surgery. Update 2/282017: tip remains in the vertebral body. No adverse consequences to the patient reported.

Event description:
It was reported that; tip broke during surgery. Update: (B)(6) 2017: tip remains in the vertebral body. No adverse consequences to the patient reported.